Event description:
It was reported that during an angioplasty procedure of a highly calcified target legion in the common femoral artery, the pta balloon allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required investigation summary: the investigation is inconclusive for the reported balloon rupture, as the device was not returned for evaluation. The definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the investigation is inconclusive for the reported balloon rupture, as the device was not returned for evaluation. The definitive root cause for the reported balloon rupture could not be determined based upon available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. .expiration date: 04/2022. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure of a highly calcified target legion in the common femoral artery, the pta balloon allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 04/2022). Device anticipated to be returned to the manufacturer.

Event description:
It was reported that during an angioplasty procedure of a highly calcified target legion in the common femoral artery, the pta balloon allegedly ruptured. It was further reported that another device was used to complete the procedure. There was no reported patient injury.